Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient had a cva in the emergency room post index procedure. The patient was requested to come in for a follow up appointment, however, the patient refused the follow up appointment as the follow up required that the patient would undergo general anesthesia. The patient stopped taking their blood thinners post procedure. It was further reported that the patient had a major stroke and was disabled approximately two years post procedure. It was further reported that the patient passed away approximately two years post procedure.

Manufacturer narrative:
B2: date of death - estimated as the date of the comment ((B)(6) 2023) as the comment noted that their husband just passed away from multiple strokes and the closure device will be cremated with them. B5: describe event or problem - updated with additional event narrative post procedure. H1: type of reportable event: updated to a death report. H6: impact code- updated to account for patient death.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient had a cva in the emergency room post index procedure. The patient was requested to come in for a follow up appointment, however, the patient refused the follow up appointment as the follow up required that the patient would undergo general anesthesia. The patient stopped taking their blood thinners post procedure. It was further reported that the patient had a major stroke and was disabled approximately two years post procedure.

Manufacturer narrative:
B2: date of death - estimated as the date of the comment noting death ((B)(6) 2023) as the comment noted that their husband just passed away from multiple strokes and the closure device will be cremated with them. B5: describe event or problem - updated with additional event narrative post procedure.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient had a cva in the emergency room post index procedure. The patient was requested to come in for a follow up appointment, however, the patient refused the follow up appointment as the follow up required that the patient would undergo general anesthesia. The patient stopped taking their blood thinners post procedure. It was further reported that the patient had a major stroke and was disabled approximately two years post procedure. It was further reported that the patient passed away approximately two years post procedure. It was further reported that another stroke is what killed the patient approximately two years post procedure.

Manufacturer narrative:
Estimated as the date of the event is unknown. Estimated as the date of the implant is unknown.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient had a cva in the emergency room post index procedure. The patient was requested to come in for a follow up appointment, however, the patient refused the follow up appointment as the follow up required that the patient would undergo general anesthesia. The patient stopped taking their blood thinners post procedure.